Event description:
The cadd solis model 2100 pca pump was designed with an air in line sensor and alarm. Using sets from smiths medical, the system develops "champagne" bubbles which affix to the sensor, are difficult to extract, and trip the alarm ceasing pca operations. The air-in-line alarm has developed into a nuisance alarm. We have scores of event reports where nursing (following proper protocol) must investigate every alarm, look for these "champagne" type bubbles removing the patient from their pain control. The manufacturer response has been to advise "turning the alarm off." Because patients would be at risk for air embolism (particularly in the pediatric population that uses this device), that response, given the fact that the device was designed to detect air (and has detected air albeit with too great a sensitivity), is irresponsible. The pumps have two settings for detecting: high/low. We have already set the pump on the lowest setting without amelioration of the problem.====================== health professional's impression======================the manufacturer claims that pca pumps in the past did not have air sensors at all. While we recognize that only europe at the moment requires air sensors in line, nonetheless, the sensor was incorporated into the "new" pump for obvious safety reasons, and it was purchased with this safety feature in mind. The risk to patients by continuing with the faulty sensor/system is interrupted pain management. The risk of following the manufacturer's advice to "turn the alarm off" is undetected air in line leading to air embolism. Either way, the patient is at risk of harm which is untenable.====================== manufacturer response for pca pump, cadd solis model 2100======================the manufacturer has stated that 70% of hospitals using this device have "turned off" the alarm on the advice of the manufacturer.